Event description:
It was reported that the patient experienced sinus bradycardia. There was non-capture and poor sensing of p-waves. The lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID kdr901, ipg, implanted: (B)(6) 2004. (B)(4).